Event description:
The complainant reports an under delivery. The reporter indicated that the intended delivery was 920ml at a rate of 50ml/hr. The actual amount delivered was 650ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.